Event description:
It was reported that during a rotational atherectomy procedure, a burr catheter puncture occurred. During testing before the procedure, outside the pt, the turbine on the rotalink advancer would not rotate. A new advancer was used in the procedure. The rotalink burr 1.25mm catheter was punctured and fluid (saline) was leaking out. The burr was removed. The lesion was ballooned with three quantum maverick balloons (2.5x15mm, 3.5x20mm and 4.0x8mm) and stented with a taxus express 3.5x28mm stent. No pt injuries or complications were reported. The pt's status is reported as "ok." Attempts to gain further info were unsuccessful.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.